Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The returned tracker was returned to the manufacturer for analysis. Analysis found that he returned tracker is very worn with many nicks and scratches. Both side tabs are sticking making it difficult to remove an inserted instrument, but still possible. With markers attached and fully seated, the tracker returns good geometry and divot error readings. Analysis found that the reported event was related to a mechanical issue.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. There was no patient present. It was reported that navlock orange tracker and the thoracic probe came back damaged. The two units were stuck together and could not be dislodged without causing damage.

Manufacturer narrative:
Correction: device lot number and manufacture date available. UDI updated to proper value. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.